Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter was prompting an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that she obtained the unknown error message at 9:30pm on (B)(6) 2017. The patient manages her diabetes with insulin pump therapy. She denied making any changes to her usual diabetes management routine after obtaining the error message. She also denied developing any symptoms as a result of the alleged issue. She reported that she went to the emergency room (ER) where a laboratory blood glucose test of 749 mg/dl was obtained at 12:45am on (B)(6) 2017. She reported that she received treatment from a hcp of 10 units of novolog or novolin insulin at 1am on (B)(6) 2017. At the time of troubleshooting, the cca walked the patient through a retest and the issue was resolved when the patient used a new vial of test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received hcp treatment for an acute high blood glucose excursion, after obtaining an unknown error message while using the meter.